Event description:
It was reported that patient experienced hyperglycemia event on 15 jun 2026 because of bent cannula and was treated by correction bolus via pump.

Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury. A complaint investigation was initiated under complaint investigation. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.